Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of uterine pain ('pain on the left side of the uterus') in a female patient who had essure (batch no. B72575) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criterion medically significant), metrorrhagia ("bleeding outside of the cycle"), balance disorder ("loss of equilibrium."), pain ("significant pain throughout the body"), fibromyalgia ("fibromyalgia"), headache ("headaches"), arthralgia ("pain in the hip"), spinal column injury ("coccyx"), mood swings ("mood swings"), dysmenorrhoea ("painful periods"), depression ("depression"), burnout syndrome ("burnout"), visual impairment ("eyesight issues") and fatigue ("extreme tiredness / exhaustion"). At the time of the report, the uterine pain, metrorrhagia, balance disorder, pain, fibromyalgia, headache, arthralgia, spinal column injury, mood swings, dysmenorrhoea, depression, burnout syndrome, visual impairment and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, balance disorder, burnout syndrome, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, metrorrhagia, mood swings, pain, spinal column injury, uterine pain and visual impairment with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 23-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of uterine pain ('pain on the left side of the uterus') in an adult female patient who had essure (batch no. B72575) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criterion medically significant), metrorrhagia ("bleeding outside of the cycle"), balance disorder ("loss of equilibrium."), pain ("significant pain throughout the body"), fibromyalgia ("fibromyalgia"), headache ("headaches"), arthralgia ("pain in the hip"), spinal column injury ("coccyx"), mood swings ("mood swings"), dysmenorrhoea ("painful periods"), depression ("depression"), burnout syndrome ("burnout"), visual impairment ("eyesight issues") and fatigue ("extreme tiredness / exhaustion"). Essure treatment was not changed. At the time of the report, the uterine pain, metrorrhagia, balance disorder, pain, fibromyalgia, headache, arthralgia, spinal column injury, mood swings, dysmenorrhoea, depression, burnout syndrome, visual impairment and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, balance disorder, burnout syndrome, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, metrorrhagia, mood swings, pain, spinal column injury, uterine pain and visual impairment with essure. Batch no b72575 production date 2013-09-23 expiration date 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc; after internal review, patient age group was added, product use specified as ongoing. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.